Event description:
Planned for a rll segmented 22mm target with 8.3mm of motion in what physician said was the superior basal segment of a (B)(6) y/o male. During registration with a 21ga needle, the main carina was adjusted with "touch main carina". The secondary was considered accurate as the instrument's crosshair was in the center of the blue bullseye in the CT views. He continued navigating with the needle and found a bit of a difficult trajectory. He took two samples and was going to switch to forceps. After about 4 minutes of downtime switching instruments to the forceps and moving monitors, the rn, said they were going to wait for the patient's heart rate to slow back down. After a couple of minutes, she asked if the vpads would inhibit EKG leads. They took an EKG and made the decision to send the patient to the cath lab. When asked about bleeding verse heart issues. She said, "no, no bleeding. Everything is okay we're just sending them to the cath lab." Case was ended.